Event description:
Customer reported that the insulin pump was not returning alarms and alerts according to how it was programmed. Customer also reported that the insulin pump's reservoir had emptied, but no alert was returned. Customer reported that this issue had been taking place for two weeks leading up to the call. Blood glucose level was 334 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.